Event description:
Additional information indicated this inflatable penile prosthesis was implanted approximately 8 months prior to the revision surgery.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device, the additional event information, and the corrected device information. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed a separation with an area of abrasion adjacent to it on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted adjacent to the separation on the exhaust tube of the pump indicated that the tube was kinked onto itself for a period of time while in-vivo. This positioning then resulted in the tube abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a leak was observed from the tubing proximal to the pump.